Event description:
It was reported that customer experienced high blood glucose and ketones, which led to emergency room treatment and hospitalization on (b)(6) 2026, with the highest recorded blood glucose of 22.2 mmol/L; pump history showed incomplete bolus and cartridge change alerts that occurred because steps took too long, but these alerts did not lead to the high blood glucose. There was no reported injury, no permanent damage, and treatment with intravenous saline and insulin resolved the issue, with customer discharged on the same day. Customer completed a system check with Technical Support, confirmed correct use of insulin and supplies, and no further assistance was required.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.